Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced left side vaginal discomfort unknown to specific start day and month. There were no interventions. It was later reported that (B)(6) 2009 the patient experienced undesirable change in sensation of stimulation with an uncomfortable, cooling sensation like IV fluid from the navel to the perineum. No surgical intervention was noted. In later reporting from (B)(6)2011, it was noted that the patient experienced pain at the neurostimulator or lead site with discomfort at the stimulator site in certain positions. The device had become very superficial. Date of onset was (B)(6) 2007. Reporting from (B)(6) 2011 noted sensation of electric shock of stimulation with painful shock sensation, left/posterior side of vagina. Pain was occurring every 8 seconds, which was the cycling mode of the device. The date of onset was (B)(6) 2011. In the reporting from (B)(6) 2011, it was not clear if surgical intervention had occurred. In later reporting from (B)(6) 2011, pain at neurostimulator or lead site was noted. The patient was seen in clinic on (B)(6), 2010 with issues of her device (battery) had shifted "feels more sensitive to pressure" on telephone visit on (B)(6), 2010. The patient could feel more of a "ridge" that was not there before. If additional information is received, a follow up report will be sent.